Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to have a tear, and fluid was observed exiting the tear during a leak test. It could not be determined when or how the tear occurred, or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The download data showed no signs of struggle or pulse width increases that would indicate device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 290 mg/dl, while wearing the pod on the abdomen between 1 and 4 hours. A new pod was applied to treat the hyperglycemia.